Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that implant mount screw fractured while attempting to place an implant. As a result, the hex driver got stuck within the implant. The screw could not be removed and the whole implant was removed.

Manufacturer narrative:
Based on investigation results, the returned implant was measured to be a tsvtwb8 implant which differs from the item reported (tsvt4b8). Per our local procedure, the implant item number will be evaluated as unknown tsv implant. See below the investigation results. One unknown tsv implant was returned attached with one retaining 2.5mm hex drive r short (rh2.5) and with an fmt4 transfer mount. Visual inspection of the as returned product identified that the implant transfer mount is fractured at the hex feature. The driver and implant could not be disengaged when functionally tested. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and removed the same day as placement. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot of implant information. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fractured component + stuck components) or product (rh2.5 + tsv implants). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The potential causes for the reported event are customer error in mount loading, driver torqueing, and damage to the seating surface. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Based on investigation results, the returned implant was measured to be a tsvtwb8 implant which differs from the item reported (tsvt4b8). Per procedure, the implant item number will be evaluated as unknown tsv implant. See h10 for details.